Event description:
It was reported that they started noticing two years prior to the report that sometimes when the patient goes through security he ¿gets turned off with his battery because it¿s old and weak.¿ it was added that when the patient had gone into a department store their stimulation would get turned off. No patient symptoms were reported. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer report # 3004209178-2014-21896.

Manufacturer narrative:
Concomitant products: product ID 7426, serial # (B)(4), implanted: (B)(6) 2009, product type implantable neurostimulator; product ID 748251, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3387-40, lot # j0421511v, implanted: (B)(6) 2004, product type lead; product ID 3387s-40, lot # v012713, implanted: (B)(6) 2006, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID neu_unknown_prog, serial # unknown, product type programmer, physician. (B)(4).